Event description:
It was reported that this right ventricular lead exhibited high pacing thresholds, low within range pacing impedance measurements, undersensing and overpacing. It was noted that this was due to insulation damage. Reprograming of the device was performed. This lead remains in service. No further adverse patient effects were reported.